Manufacturer narrative:
The pump was returned, and analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen [600.0 mcg/ml] at a dose of 246.12 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on (B)(6) 2017 that the hcp stated that on ¿multiple refill they were obtaining more old drug back out of the pump that pump was stating it should have.¿ the hcp did not have any recent notes or specific dates as to when this was first noticed. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed were unknown. The hcp ¿electively¿ admitted the patient for pump replacement on (B)(6) 2017. Intraoperatively the patient¿s catheter was aspirated without difficulty, eliminating the possibility of catheter occlusion. The hcp decided to replace the pump as they felt it was the issue. The completely explanted pump would be returned but the hospital had possession of the product at the time of the report. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the report the issue was resolved and the patient status was "alive - no injury." It was stated that the above information was all that the manufacturer's representative had to report. No further complications were reported or anticipated.